Manufacturer narrative:
Additional information: d.4. Medical device lot #: 6214947, d.4. Medical device expiration date: 7/31/2021, h.4. Device manufacture date: 8/25/2016. H.6. Investigation summary: three 1ml luer lok in fully sealed blister packs from batch 6214947 (p/n 309628) were received. No visual defects were observed. Based on the verbatim the complaint was issued for the product design. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed, therefore there is no root cause. At this time, no corrective actions are necessary.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found with loose plungers and experiencing volumetric issues during use. The following has been provided by the initial reporter: from the users on neonatal ward I received the following comment: we are not satisfied with our 1ml luer lock syringes (ref 309628). There is no ¿brake¿ on the plunger of the syringe, so that it easily slides completely out of the syringe when pulling 1ml. It is also difficult to accurately read the visibility of the medicine that has been pulled up because these syringes are precisely double-walled. They used to use only the 1 ml leur slip syringes. They have recently switched to "clave" leur slip syringes in combination with "clave" - needle-loosening system is released far too easily, hence the switch to leur lock syringes. 1 ml ll consists of polycarbonate, so different from our other syringes (pp). 1 ml are precision syringes, so acceleration is normally slower but indeed the brake is looser compared to other syringes gradation is less clear, but syringes are clear. According to the customer the solution is to place the 5 lines more eccentrically (same as 1 ml ls).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found with loose plungers and experiencing volumetric issues during use. The following has been provided by the initial reporter: from the users on neonatal ward I received the following comment: we are not satisfied with our 1ml luer lock syringes (ref 309628). There is no ¿brake¿ on the plunger of the syringe, so that it easily slides completely out of the syringe when pulling 1ml. It is also difficult to accurately read the visibility of the medicine that has been pulled up because these syringes are precisely double-walled. They used to use only the 1 ml leur slip syringes. They have recently switched to "clave" leur slip syringes in combination with "clave" needle-loosening system is released far too easily, hence the switch to leur lock syringes. 1 ml ll consists of polycarbonate, so different from our other syringes (pp). 1 ml are precision syringes, so acceleration is normally slower but indeed the brake is looser compared to other syringes gradation is less clear, but syringes are clear. According to the customer the solution is to place the 5 lines more eccentrically (same as 1 ml ls).